Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that occasionally there are several small bubbles in the reservoir. Customer stated that the insulin is stored in the refrigerator and removed one or two hours before usage. Customer was advised to try to allow 24 hours before usage to avoid the forming of air bubbles and do not rewind the insulin pump with the reservoir in place. Customer was advised to call back if issue persists.